Event description:
Following the information gathered the partial detachment of the safety side occurred. There was no indication regarding patient involvement. No injury was claimed. The service technician found that the safety side pivot pin dropped off the frame which resulted in the safety side partial detachment. The safety side pivot pin was reconnected and safety side started to operate correctly.

Manufacturer narrative:
It is unknown why the pin came out. The circumstances of the event remain unknown. The customer only allegation was to repair the device. The bed was placed in the workshop during onsite visit. The service history was checked and it was established that arjo was not responsible for the bed maintenance. It is unknown if the device was checked by a third-part company. The cause of the detachment was not established. Arjo device failed to meet its performance specification since safety side partially detached from the bed. The device was not used for a patient treatment when malfunction occurred. The complaint decided to be reportable due to side rail partial detachment. No injury was claimed.

Event description:
Following the information gathered the safety side detached from the bed frame. The service technician found that the one of the pins had come out and the safety side was wobbing. There was no indication regarding patient involvement. No injury was claimed.

Manufacturer narrative:
The investigation is on going. Further information will be available in the next expected report.